Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data was performed and no anomalies were found. Concomitant products: 2088tc lead, implanted (B)(6) 2014; 6947m55 lead, implanted (B)(6) 2014; 419678 lead, implanted (B)(6) 2014; pb1018 transcatheter pulmonic valve, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial (ra) and right ventricular (rv) channels while using a lateral camera in the catheterization lab, resulting in asystole and inhibition of pacing. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.